Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a fall ¿about two months ago and ever since I have felt a heavy vibration.¿ it was further noted that when the patient sat down he ¿felt a rumble rather have it be smooth.¿ the patient later reported that they received assistance from their doctor or manufacturer¿s representative (rep) on (B)(6) and they no longer had concerns with their device or therapy.